Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported low pump flows during use of the device. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported low pump flows has been completed. The impella device or logs were not received from the customer. No impella device was received for evaluation. Therefore, the root cause cannot be determined. This report is being filed as part of a retrospective review of historical records.